Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was dislodged. The patient was asymptomatic. The lead was capped and replaced. The patient's condition was good post procedure.